Event description:
A caller reported experiencing a cgm error 42 with their device. There was no adverse impact to the customer's blood glucose level. The customer was guided by technical support to perform a complete pump reset, and after the reset, the cgm error did not reappear. Technical support also advised the caller to wait 20 minutes before starting their sensor session, which the caller acknowledged and understood.